Event description:
The event is reported as: during surgery, the angle connector of the double lumen bronchial tube broke. A new angle connector was used and the surgery was successfully continued. No report of patient injury or clinical consequence.